Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed. See MDR # 2032227-2011-00999 for insulin pump.

Event description:
It was reported that the customer passed away. It was stated that the customer's blood glucose was unk at time of death. No further info was provided.